Manufacturer narrative:
Nerve problems are well-known complications during implant surgery in the posterior region of the mandible. This event is reportable per 21 cfr part 803. This report is for the second device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information a (B)(6) years old female patient received two ankylos c/x b9,5; d4.5/l9,5 dental implants on (B)(6) 2020 in regio 28 and 31 (fdi # 44, 47). The dentist reports that there was suspicion that the nerve was compressed. Therefore, the implants were removed on (B)(6) and (B)(6) 2020. After removal of the implants the patient has experienced a reduced feeling of numbness.

Manufacturer narrative:
The device was returned, evaluated for diameter and length measurements, and found to be in specification.